Manufacturer narrative:
The device is expected to be returned for analysis. However, the device has yet not been received. As the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the catheter's detachable tip was unintentionally detaching when assessed on the sterile table. No patient injury occurred. A new device was used to treat the patient.

Manufacturer narrative:
The apollo micro catheter was returned for analysis. No issues or irregularities were found with the apollo micro catheter hub. No bends or kinks were found with the apollo micro catheter shaft. The 3.0cm tip was found to be detached from the apollo micro catheter. The tip was not returned for analysis. The apollo micro catheter was flushed, water exited from the distal end. No other anomalies were observed. Based on the device analysis and the reported information, the report of tip detachment was confirmed as the detachable tip was found to be detached from the apollo micro catheter. However, the cause for the detachment could not be confirmed. It is possible the tip became damaged or weakened during handling subsequently causing the tip to detach after flushing. The lot history record review showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. Per the apollo IFU (instructions for use): ¿inspect the catheter, taking care to not touch or manipulate the tip prior to use to verify that it is undamaged. Always handle the distal end of the catheter with care to avoid damage to the detachment zone and unintended detachment. If information is provided in the future, a supplemental report will be issued.